Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number 617147. Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found a counterfeit seal present. The pump was found in good physical condition. A review of the event history log found evidence of pump motor drive phase b post in the history. Functional testing using the power up process was performed and during testing, the reported problem was duplicated. The root cause of the problem was that the stepper motor wire became loose and unplugged due to incorrect assembly by the customer. In addition, an alarm can occur if the pump is operating on battery power and not plugged into alternating current (ac) power during power up, and the battery is nearly depleted. To resolve the problem, the motor connector was properly plugged in and the battery was replaced as a preventive measure.

Event description:
It was reported that the pump had a system failure phase b motor error occur. No additional information available. No patient injury was reported.